Event description:
It was reported that during implant, the physician had difficulty inserting the ventricular and atrial leads into the ventricular port of the pulse generator header. A setscrew anomaly was also noted. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.